Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Father is calling on behalf of the customer, his (B)(6)son. The customer is concerned with tests results from results obtained of 319, 295, 181, 187, 260 and 210 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The result of 319 mg/dl was obtained before lunch on day of call when customer was at school. The school nurse had called customer's father to inform him of the result. Father stated the high blood glucose test results have been happening for the past three days. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. The truemetrix meter was left at customer's school so the results provided were written down: (B)(6). They store strips in the bathroom where they shower and bathe. He only has one meter and it was left at school but they write down the blood results that are done in the home. So the results are not out of the memory of the meter but as they wrote these results down. His son normally does not ever run this high on his blood results.